Event description:
Since I started using dreamstation 1 about 5 yrs ago after being diagnosed with sleep apnea, I have had worsening shortness of breath that has progressed to dyspnea with minimal exertion and have been diagnosed with restrictive lung disease and asthma. I have some wheezing and coughing. This has affected my quality of life. My pulmonologist has now prescribed oxygen. I am a non-smoker. I was never notified of the recall. I heard about it on the news and filed a claim with philips and they sent a replacement dreamstation 2. FDA safety report ID# (B)(4).